Event description:
A polaris adjustable pressure valve was set at 30mmh2o and implanted in a patient on march, 2005. In 2005, the doctor attempted radiographic visualization because CT image showed that the patient's ventricular catheter did not shrink. However, the imaging agent did not flow smoothly in the catheter and did not reach to the valve even though pumping the reservoir. Since the valve seemed to be occluded, the doctor removed it and implanted another valve in the patient.